Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue of an delaminated screen was not determined because no products or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pcu devices were assessed and found with a delaminated screen. This was observed by bd representatives during their site visit. There was no patient involvement.